Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095821, medical device expiration date: 2020-10-31, device manufacture date: 2019-04-05, medical device lot #: 9095822, medical device expiration date: 2020-10-31, device manufacture date: 2019-04-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes failed stopper pullout. This occurred on 15 occasions during use. The following information was provided by the initial reporter: material no. 369714 batch no. 9095821 and 9095822. It was reported that there were multiple citrate tubes that failed 2nd stopper pullout force. Per email: I have several more product complaints to report. All failures below are 2nd stopper pull force failures, which did not meet the pull force requirement of 0.7lbf.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes failed stopper pullout. This occurred on 15 occasions during use. The following information was provided by the initial reporter: material no. 369714, batch no. 9095821 and 9095822. It was reported that there were multiple citrate tubes that failed 2nd stopper pullout force. Per email: I have several more product complaints to report. All failures below are 2nd stopper pull force failures, which did not meet the pull force requirement of 0.7lbf.

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper pull out with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pull out as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.